Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. The physician advanced a taxus liberte mr 3.50x16mm stent but felt resistance when attempting to cross the lesion. The stent delivery system was removed from the patient and the physician noted the stent edge was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as "good."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).